Event description:
The patient contacted animas on (B)(6) 2012 reporting that the all of the keypad buttons were sticking and required hard presses to elicit a response. The patient reported that the rubber keypad was ripping off by the down arrow key. The patient stated that the tactile changes and damage occurred at about the same time. The patient reportedly wore the pump in a case, attached to a belt and cleans the pump with an alcohol swab. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/14/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was torn over the down arrow button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the ok, up and down arrow keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all key contacts.